Event description:
Customer complaint: customer sent in an event disclosure report showing a "vta" event but claim the system did not alarm or record, monitor tech requested a manual strip. Pt returned to normal rhythm after 5 beats of v-tach.